Event description:
It was reported that during signature total knee replacement on (B)(6) 2012, the drill seized up in the guide while in the patient. As a result, metal shavings had to be removed from the patient.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Part holes had wear/burrs consistent with improper alignment of drill with guide holes. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The user facility was notified of the event on (B)(6) 2012. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA.